Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down cable frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at wrist were not damaged. Conductor wires were intact and not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci cystectomy procedure, the fenestrated bipolar forceps instrument had a metal wire poking out on it's first use. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.